Event description:
It was reported the colonovideoscope did not pass the test due to biofilm formation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h6 and h11. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer. Test results history in ascending order: 1. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80 colony forming units (cfu). Bacterial identification: klebsiella pneumonia. 2. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80 colony forming units (cfu). Bacterial identification: klebsiella pneumonia. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After a new decontamination, the device was tested positive again. After replacement of contaminated components, the device was tested negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Based on the provided data, no correlation between the actual product/ device status and cause of contamination has been observed. In general, device damage (e.g. Scratches, cracks, deep cuts, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instruction for use (IFU) with product status. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.